Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient has rescue tape on almost the entire external driveline due to tears in the driveline casing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the jacket of the patient's driveline could not be confirmed through this evaluation because the device was not returned for investigation and no images were provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 7 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. Heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The heartmate ii left ventricular assist system instructions for use and patient handbook contain driveline care instructions and detail signs of driveline damage. They state to inspect the driveline daily for cuts, holes, or tears, and that the patient should contact their hospital immediately if damage is suspected. No further information was provided. The manufacturer is closing the file on this event.